Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked display window corner, reservoir tube lip, and minor scratched display window. No moisture damage found inside the device.

Event description:
It is reported that a customer was pushed in the lake with their insulin device attached to them. The customer has a blood glucose level of 93 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.